Event description:
It was reported when the devices were used during a low anterior resection procedure, there were no staple lines apparent after firing. There were staples in the abdominal cavity but did not have a staple line across the bowel. Another device was used with no further incident. Consequently, the or time was extended by an hour. There was no other patient consequence.